Event description:
It was reported that the home patient (hp) had experienced chest pain. This occurred during dwell 4 of 4, during peritoneal dialysis (pd) therapy, while the hp was connected to the homechoice. The hp needed to go to the hospital and therefore requested assistance with ending the therapy. The technical service representative (tsr) assisted the care giver (cg) with ending the therapy. The hp was hospitalized for this event on the same day. It was determined that the patient had no previous history of cardiac event. Two days later, the hp was recovering from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.